Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) her onetouch ultra2 meter was displaying an ¿error 5 meter issue¿ message when she tried to test her blood glucose. According to the ot ultra2 meter owner¿s manual, an error 5 indicates that the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013, at 9am, the alleged issue occurred. The patient reported taking no medications to manage her diabetes. The patient did not report making any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 8 hours after the issue first occurred she developed symptoms of shaking. The patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca confirmed the patient was using the correct process and it was not the first time the meter had been used. The patient¿s test strips were in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.